Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with stage 2+ of diffuse lamellar keratitis (dlk) with infection/inflammation symptoms at 3 day post-operative exam in both eyes (ou). The patient¿s chief complaint was of blurry vision. Oral steroid (prednisone) and topical steroid dosage was increased to treat the symptoms. There was no loss of best corrected visual acuity (bcva). Bcva from (B)(6) 2017: right eye pre-op 20/20 1.00 x -.00 x 90, left eye pre-op 20/20 2.75 x -.25 x 170.